Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a hand contact contamination. Peritonitis was manifested by eructation and vomiting. On the day of onset, the patient was hospitalized for the bacterial peritonitis. Beginning on the date of onset, the patient was treated with cefazoline 250 milligrams for four days (route and frequency not reported) for the bacterial peritonitis. On the date cefazoline completed, the patient began treatment with ceftazidime 250 milligrams for twenty days (route and frequency not reported) for the bacterial peritonitis event. Extraneal therapy was ongoing, but physioneal therapies were stopped on an unreported date due to the bacterial peritonitis. After eight days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.